Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported uveitis in an eye following an intraocular lens (iol) implant procedure. The lens remains implanted. Additional information was provided that the patient experienced photophobia, conjunctival congestion and aqueous flare. The patient was prescribed medication, however, twenty days later the patient experienced photophobia and eye pain. The patient retuned to the hospital for treatment.